Event description:
Customer reported a leak when using the coulter lh slide stainer. Customer stated the slidestainer leaked about 100 cc of stain unto the tubing tray. The leak was contained within the instrument. This occurred while she was filling and draining the baths. The customer was wearing gloves, gown and goggles. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Per phone conversation with the customer on (B)(6) 2013, the leak was resolved by the customer. They found the tubing was loose on the peristaltic pump (pm1) so they replaced the peristaltic pump pm1 and pump tubing which carries the stain to the bath and no more leaks were observed. They also verified that all other tubings were secured tightly to the fittings. Identification of failure mode: the failure mode is the loose tubing on the peristaltic pump (pm1) that delivers stain to bath. No erroneous results were generated. Upon recur, the failure mode identified is likely to create erroneous results for the differential parameters due to insufficient stain delivered to the stain bath creating a poor quality stained slide for analysis. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Manufacturer narrative:
Correction: the lh 750 slidestainer does not generate results, but instead produces stained slides for manual differential review by the operator. Upon further review of the event, beckman coulter determines that loose tubing on the peristaltic pump (pm1) is not likely to impact the quality of slides produced, as the instrument has multiple risk control measures such as a bath liquid level sensor, software time-out feature for filling time, as well as catch tray with an overflow sensor to contain and prevent spillage.